Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effect is a known adverse event as listed in the product risk assessment and instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that angioplasty was being performed and a xience v 3.0 x 15 mm stent was implanted in the mid right coronary artery (rca). After deployment of the stent, a dissection was observed at the proximal portion of the stent which was covered by using another xience v 3.0 x 18 mm stent. The pt is doing fine and is stable. The procedure lasted for (90-120) mins. No additional event or pt info is available.